Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the product issue first began at an unspecified time on (B)(6) 2018 when she obtained an alleged inaccurate high result of ¿177 mg/dl¿ compared to feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with humalog insulin (adjusted according to a sliding scale) and basaglar insulin (75 units). The patient reported that, in response to the alleged meter issue, she took her usual dose of basaglar insulin and her usual dose of humalog insulin (according to the sliding scale). She reported then developing symptoms of ¿weak, sweating and confused¿. In response to these symptoms, her daughter gave her ¿2 raspberry syrup and peanut butter sandwiches¿. The patient reported that, at 5:23pm, she obtained a result of ¿49 mg/dl¿ when she tested her blood glucose on another meter. During troubleshooting, the csr verified that the meter¿s unit of measure was set correctly at the time of testing. The csr also confirmed that the patient had been storing their test strips incorrectly in the carrying case outside the vial. The csr educated the patient on proper strip handling and advised her on the use of control solution. Replacement products, including control solution, were sent to the patient. This complaint is being reported based on the following conclusions: the patient reportedly developed symptoms suggestive of a serious injury adverse event and received treatment from a third party (non-healthcare practitioner) for an acute low blood glucose excursion, after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.